Event description:
It was reported that two non-preloaded monofocal intraocular lenses (iols) were attempted but not implanted in the patient¿s left eye (os), resulting in the patient leaving surgery aphakic. Initially, an attempt was made to implant a zcb00 model lens in the sulcus of the left eye and the lens was fully inserted; however, the iol was unstable in sulcus and the zonules were noted to be unstable/loose. As a result, the lens was removed and an unplanned anterior vitrectomy was performed. The pre-operative best spectacle-corrected visual acuity (bscva) was reported as 20/25-3. Subsequently, an attempt was made to implant an ar40e lens as an anterior chamber iol (aciol) in the left eye. During this attempt, patient movement occurred and an iris dialysis with sphincter tear was reported. The iol was removed, and no additional interventions were performed. No replacement iol was implanted, and the patient was sent home aphakic. Although sutures were initially indicated, follow-up with the account confirmed that no additional interventions were required. No further information was provided. This report pertains to the lens model zcb00. A separate report will be submitted for the ar40e model lens.

Manufacturer narrative:
Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.